Event description:
On 2/22/92 j-p drain to be removed fourth post-op day after radical prostatectomy. While removing accoring to manufacturer's instruction by m.d., drain broke. Patient returned to surgery for removal of entrapped portion under local anesthesia. No complicationsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown, other. Results of evaluation: none or unknown, invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed during assembly, device failed just prior to use, device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. The device was not destroyed/disposed of.